Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. The rv lead was found to be dislodged. On (B)(6) 2023, the physician elected to reposition the rv lead. The patient condition was stable before, during, and after the procedure.